Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (specific strength not reported). The patient's head was wrapped as recommended by cochlear. Subsequently, the patient was placed under general anesthesia to replace the internal magnet on (B)(6) 2023. The implanted device remains.

Manufacturer narrative:
This report is submitted on december 28, 2023.